Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon ruptured occurred. The 100% stenosed lesion was calcified with average tortuousity in the left superficial femoral artery. On the first inflation a 4.0 x 40/135 (4f) sterling monorail balloon was inflated to 5 atmospheres and ruptured. The balloon was removed in tact. The balloon was visible under fluoroscopy. The procedure was completed with a different device. The patient status is listed as "no problems."